Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient ipg migrated from the original position. As, a result patient underwent surgical intervention on (B)(6) 2019 where in the ipg was repositioned. Issue resolved post-operatively.

Manufacturer narrative:
Correction: the physician phone # was missing in the initial report which has been added in this report. Correction: the PMA/510k # was missing in the initial report which has been added in this report.